Event description:
It was reported that the patient faced sepsis blood infection, delusional high temperature and other serious temperature and uti by using the purewick male external catheter. They say the staff healthcare professional didn't clean the device properly, didn't keep the moisture out and change it.

Manufacturer narrative:
The reported event was confirmed use related as the staff didn't clean the device properly. Sample was not available for evaluation. The root cause identified is user forgets or is unaware of need to complete care. A DHR review is not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: peri-care and placement: 3. If there is significant public hair, trim or clip the public hair. Perform perineal care using the included wipes and check skin integrity. Follow and document per hospital protocol. Note: use the included drying wipe to ensure skin is dry prior to placement of the device. Moisture on skin will weaken the adhesive. 4. Orient the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to the pelvic skin. Center penis within the opening. Remove adhesive liner and press the device against the pelvic skin to adhere. Ensure base has fully adhered around the base of the penis. Note: the scrotum should not be placed inside the device. Removal: 5. To remove the device, gently lift the top edge of the device off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm wet compress (such as a wet washcloth) to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. Maintenance: 6. Replace the device at least every 24 hours or if soiled with feces, blood, or semen. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.